Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an office visit the left ventricular (lv) lead threshold was increased and above the programming output resulting in loss of bi-ventricular pacing and only right ventricular pacing. It was noted there was a microcellular dislodgement. The lv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.